Event description:
Delayed periprosthetic fungal infection 4 weeks after routine breast augmentation. Fungal culture grew scedosporium apiospermum. Healthy, immunocompetent woman underwent routine breast augmentation on (B)(6) 2021. Uneventful post op course until (B)(6) 2021, when noticed pain on right side. No sign of infection. Presented on (B)(6) 2021 with cellulitis and drainage from wound. Implant removed and discarded, but appeared normal. Presence of purulent fluid and only mild inflammation. Drain placed. Periprosthetic fluid cultured which showed no growth. Patient taken back to operating room on (B)(6) 2021 for washout because of persistent drain output and lack of improvement on empiric antibiotic treatment. Second set of cultures showed fungal growth. Patient improved after first several days of anti-fungal therapy. Drain removed on (B)(6) 2021. FDA safety report ID # (B)(4).